Event description:
Defective air sensor: the air sensor was tested and does not conform. The sensor was mounted on a device. The device is always in air alarm. The complaint is validated. A CAPA was initiated for this issue to determine the root cause.

Event description:
Defective air sensor